Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concominent device: (B)(4). The device was returned for analysis. Visual inspection of the tined lead revealed the electrode wires of the lead were deformed at many locations. There were no error codes detected. The ipg and tined lead passed the impedance check. The tined lead passed the resistance test. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The investigation was unable to identify any damage or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected for the complaint is device problem excluded.

Event description:
It was reported that the patient had a surgery to replace their device due to lack of efficacy. The patient was reported to be doing well one-week post-operation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a surgery to replace their device due to lack of efficacy. The patient was reported to be doing well one-week post-operation.

Manufacturer narrative:
Block d2b: product code (d2b) - additional product code qon. Block g4: premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Block d10: model number/catalog number: 1201. Batch/lot number: al1j822122. Model/catalog description: tined lead kit. Unique identifier (UDI): (B)(4). The device was returned for analysis. Visual inspection of the tined lead revealed the electrode wires of the lead were deformed at many locations. There was no error codes detected. The ipg and tined lead passed the impedance check. The tined lead passed the resistance test. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of revision surgery due to lead break or deformation (includes fractures, fragmentation, stretching, impedance change, etc.) Was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The investigation was unable to identify any damage or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the conclusion code selected for the complaint is device problem excluded and no problem detected.

Event description:
It was reported that the patient had a surgery to replace their device due to lack of efficacy. The patient was reported to be doing well one-week post-operation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Correction to device serial number (d4). Product was also received for investigation.

Event description:
It was reported that the patient had a surgery to replace their device due to lack of efficacy. The patient was reported to be doing well one-week post-operation.